Manufacturer narrative:
Image analysis: the customer returned two cine clips and one image for evaluation. The clips and image returned show fluoroscopic images of the patients mid segment of the left superficial femoral artery, with the stent partially deployed. Product analysis the device was returned with the red safety lock pin out of the device the device was confirmed from the strain relief as 150mm no stent was returned with the device. A kink was noted on the gold outer, adjacent to the blue outer sheath, upon examination the gold outer sheath had separated exposing the inner sheath the handle was opened and no kinks were observed on the inner and the pull cable was detached from the deployment wheel medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lesion of approximately 60% stenosis and moderate calcification in the mid segment of the left superficial femoral artery underwent pre-dilation with 3x120 mm and 6x150 mm balloons, followed by attempted stent implantation using an everflex entrust self-expanding stent. A 6fr sheath and a 0.035 guidewire were used. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed when the stent was in the proper position to begin deployment. No resistance was encountered when advancing the device. During the procedure, only a very small portion of the stent opened and it did not deploy as intended, resulting in partial deployment. The everflex entrust stent was removed after the failed deployment, and a replacement everflex entrust stent was successfully implanted in the affected artery. No patient complications have been reported as a result of this event.